Event description:
It was reported that the invasive blood pressure (ibp) is unstable. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse), who spoke to the customer. The customer advised that the problems were also found with pressure zeroing, so the rse recommended re-zeroing, but there was no improvement. The rse recommended to disconnect devices located in the ibp ao pressure measurement line. The rse also recommended to replace the cardiac monitor ibp transducer cable. The customer reported that after replacing the cable, all problems disappeared. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).